Manufacturer narrative:
Concomittant medical products: ddmb1d1 ICD implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited small r-waves that did not appear to alert device function. The rv lead remains in use. No patient complications have been reported as a result of this event.